Event description:
Aventis case ID: (B)(4). This is a non-serious spontaneous case report reported by a physician regarding 3 pts that received poly-l-lactic acid (sculptra) injections on the neck and face region, and presented with edema on injection site, redness on injections site and "small balls" on injection site. The reporter refused to provide further information; therefore, no additional data is expected. Reporter's causality: not specified. A ptc (pharmaceutical technical complaint) has been issued. (B)(4).